Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: n/a, batch: 3920599.

Event description:
It was reported that the patient's lead showed high impedances. Surgical intervention took place wherein the ipg was explanted due to normal depletion and the lead had one contact still had impedance. Physician made a decision not to replace lead due to scar tissue. Effective therapy restored.